Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. The customer stated that she had been walking at a theme park all day, and didn't eat much once she got home. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported. Advised the caller to have the customer call back if needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.